Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v884064, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# v884064, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-40, serial# (B)(4), implanted:(B)(6) 2012, product type: extension. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4)

Event description:
A health care provider reported that the patient had a loss of therapy and returned of symptoms. The changed in therapy/symptoms was considered sudden. The patient was not receiving therapeutic benefit from the deep brain stimulator. It was also noted that the fall could be related to the event. The impedance measurements were taken and it read 1000-4600 ohms on left side and right side was within range. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The patient's indication for use is parkinson's dual

Event description:
Additional information received from health care provider on 09/28/2015 reported that they checked the impedance and everything was fine. The stimulator was working well when the patient was seen in the emergency room. The patient was to follow up with her neurologist as precaution. The cause of patient's symptoms was unknown at this time. It might be related to normal disease progression.